Event description:
A customer obtained troponin (accu tni) results above the ami cutoff for one patient. The first result was 55.50ng/ml. The specimen was re-tested on a different instrument and an accu tni result was 0.05ng/ml. Customer ran qc which resulted out of specifications high and even though they re-tested the original sample for accu tni and repeated result was 47.08ng/ml. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic bd lithium heparin tube with gel and centrifuged at 3,500 rpm for 10 minutes. The specimen was sampled from the primary tube. Qc was within specifications before the event. Qc was out of specifications high after the event. A field service engineer (fse) was dispatched: the fse found reaction vessels (rvs) not being aspirated correctly and vacuum out of range high errors obtained. The fse replaced several hardware components. The fse performed a diagnostic testing and ran multiple reps of qc. The fse verified repair per established procedures and results met published performance specifications. Incomplete aspiration of unbound analyte from a reaction vessel during washing can result in dose over-recovery for the accu tni assay. Although the fse addressed hardware issues a definitive root cause for this event was not determined. A malfunction will be assumed for the purpose of this report.